Manufacturer narrative:
(B)(4).

Event description:
It was reported that a persona tasp was found fractured during sterilization process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial condyle. DHR was reviewed and no discrepancies were found. Due to the state of the device and the extended field life of the device, it is believed that wear and tear from use is the root cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.